Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure involving this right ventricular (rv) lead, the doctor was informed that the procedure table was not sterile. The doctor chose to explant this rv lead, not implant the left ventricular lead that was being attempted, and abandoned the left side implant procedure. At that time the plan was to treat the patient with antibiotics and reimplant a new system on the right side a few days later. Subsequent information noted that a new pacemaker system was implanted two days after the above event. No further adverse patient events were reported.